Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv 200 device ruptured during patient use. The device was infusing the patient with 3.5 milligrams fortum in 100 milliliters 0.9% nacl when the reservoir ruptured. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4).device evaluation: the device was received by baxter for evaluation. A visual examination was performed. Device evaluation confirmed the reported condition of a ruptured reservoir. The root cause investigation is in progress (B)(4). The device is a single use device and will be discarded. A follow-up report will be submitted if additional information becomes available.